Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with vancomycin 1gm (route of administration, frequency and duration not reported) for the event of peritonitis. At the time of this report the patient outcome was unknown. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.